Event description:
The gi coordinator reported, a pt perforation on a service/return notification form when the subject colonoscope was returned to the MFR for service. The pt required surgery to repair the perforation and is doing fine.

Event description:
The facility representative reported a pump with an inoperative stop button. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of an "inoperative stop button". Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "inoperative stop button". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.